Event description:
During surgery, when stapling the bronchus with an aeon stapler with a 45 purple reload, the stapler would not release off the tissue.

Manufacturer narrative:
The device was not returned for investigation, after a number of attempts. Root cause: unknown. Did device malfunction? Unknown. Did device fail to meet specification? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.